Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Motor tested outside device and passed. No motor error alarm noted. No excessive no delivery alarm noted. Insulin pump had minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, broken battery tube threads, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported a motor error from the insulin pump during bolus. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.